Manufacturer narrative:
The returned device found the screen to be damaged. It cannot be determined when nor how this damage occurred. A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation. Sequence number changed from unavailable to 010201-10987.

Manufacturer narrative:
The device has been returned/received to date, but is pending investigation. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod diabetes manager (pdm) was plugged in to charge and he heard a popping noise. The patient stated that the battery area exerted a small thermal flash- which he describes as a small electrical flame. No report of smoke, smell and no injury or property damage occurred.